Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) flu a negative patient result was obtained from a veritor analyzer. However, the user visually observed multiple lines on the test cartridge, including a flu a line and an extra line under the flu a mark, and interpreted the flu a result as positive. The user questioned the veritor analyzer flu a negative result and continued to reinsert the same test cartridge; however, flu a negative results were still obtained from a veritor analyzer. It should be noted the actions of visual interpretation and reinserting a used test cartridge are considered off-label use of the product. The user stated that no confirmatory testing was performed. There were no health impact or consequences reported. Eua (B)(4).

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 5296727. The customer reported that they visually observed multiple lines on the test cartridge, including the control line, a flu a line and an extra line under the flu a line. The analyzer returned a negative result. No confirmatory testing was performed and the customer visually read and reported the test as flu a positive. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No samples were received; therefore, return sample analysis could not be performed. There were 3 photographs received, one showing two used test cartridges, one showing analyzer serial number information, and one showing kit box lot information. From the photograph showing the test cartridges, there are three lines visible: a control (c) line, a flu a (a) line, and the negative control (nc) line. The nc line, which is unmarked on the cartridge, functions to bind with interfering antibodies that may be present in a sample and will reduce the chances of these interfering bodies to bind to the other test lines. However, the reported issue cannot be confirmed through these images alone, without analyzer data. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. Quality will continue to monitor for trends. There were no corrective actions taken at this time.

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) flu a negative patient result was obtained from a veritor analyzer. However, the user visually observed multiple lines on the test cartridge, including a flu a line and an extra line under the flu a mark, and interpreted the flu a result as positive. The user questioned the veritor analyzer flu a negative result and continued to reinsert the same test cartridge; however, flu a negative results were still obtained from a veritor analyzer. It should be noted the actions of visual interpretation and reinserting a used test cartridge are considered off-label use of the product. The user stated that no confirmatory testing was performed. There were no health impact or consequences reported. Eua (B)(4).